Manufacturer narrative:
(B) (4). The ge svc rep replaced the software disk in table with the spare located in the table. He tested the table movement and collimation. The rep was unable to duplicate the system errors. (B) (4)

Event description:
The customer reported that during an unk procedure, the system was receiving intermittent 622 and 621 error codes on the table display. The system would then have to be rebooted to function normally.